Manufacturer narrative:
Initial and final (B)(4) - device 6 of 10. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set adhesive issue on (B)(6) 2026. The issue occured with 10 infusion sets. The infusion set was in use for less than 2 days.the patient went to emeregency room on (B)(6) 2026 and stayed there overnight.the patient blood glucose was 580 mg/dl at the time of the event and got treated with intravenous and fluids of saline and insulin.the patient got released from the hospital on (B)(6) 2026. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.